Event description:
Retrospective report per 803.50(a), MDR #3030277-2011-00066. Device display malfunction.

Manufacturer narrative:
(B)(4). Conclusion - this report is being filed as it cannot be concluded that recurrence would not result in an adverse event.